Event description:
Reportedly, during an implantation attempt no lead potential was able to be measured with the psa analyzer and no parameters could be measured. Same model new vega lead was used, and implantation was completed with good parameters.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Upon receipt, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism was able to extend and retract within specification, with a ¿jumping¿ effect. This behavior could be due to residual blood remaining inside the screw housing despite the deep cleaning. The screw length was measured and found to be within specification (1.5 mm). X-rays revealed a torque on the inner coil at the connector pin (is-1) level. This finding could be related to multiple lead repositioning during the implantation procedure or to excessive turns performed. All the other components were free from any damages. Standard electrical measurements were within specification, and they did not indicate any electrical contact issues (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests measuring impedance under both dry and wet conditions did not reveal any abnormal values or current leakage between the conductor lines, either at the distal or proximal levels. The reported abnormal electrical values could not be confirmed. Based on investigation result the reported abnormal electrical values may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead within the cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the report enclosed.

Event description:
On (B)(6) 2025, during an implantation attempt, no electrical values could be measured with the psa a. A new vega lead was used and implanted.